Event description:
The bd vacutainer eclipse blood collection needle has a plastic safety device which covers the needle to prevent accidental needle sticks. Co-workers are reporting that the safety device on the needles are not secure and increase the likelihood of needle stick injuries. On (B)(6) 2017, we had a safety device come off of the needle and stuck a co-worker, exposing her to (B)(6). Diagnosis or reason for use: phlebotomy. Is the product compounded: no. Is the product over-the-counter no. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.